Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2023-35714 related manufacturing reference number: 2017865-2023-35715 related manufacturing reference number: 2017865-2023-35716 it was reported that the patient presented with pocket erosion and possible infection. It was noted that the device and leads were exposed. The implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were explanted. The patient was in stable condition.